Event description:
Pt was injured in a motor vehicle accident in 1999. Pt was implanted with a tibial nail and four locking bolts for a left segmental tibial fracture and no hardware for a fibula fracture. Two distal locking bolts on the tibial nail broke and during revision surgery surgeon noted malunion of the left tibia and fibular fractures, tibial nail and locking bolts were removed and pt was revised with a 20' closing wedge osteotomy and was implanted with a 4.5 narrow lc-dcp plate.

Manufacturer narrative:
This information was not provided on initial report. Medical records received did not provide this information. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.